Event description:
New information received notes that loss of capture was noted due to the high capture threshold.

Event description:
It was reported, that the patient was seen for generator change. And right ventricular (rv) lead replacement, due to chronically high rv thresholds. The lead was successfully capped and replaced. The patient was stable.